Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: 6 mos postop post-op visit: (B)(6) 2007; ae onset date: (B)(6) 2007; ae description: return of reflex deficit to left brachioradialis treatment: no; 12 mos postop post-op visit: (B)(6) 2007; hospitalization: no; description: thumb, index and part of middle finger still numb. Twenty four mos postop post-op visit: (B)(6) 2008; hospitalization: no; description: numbness in thumb, index, and middle finger continues 36 mos postop post-op visit: (B)(6) 2009; physical therapy: yes; other treatment: x-ray of cervical spine additional treatment: pt felt the numbness in left thumb, index, middle finger has gotten worse with return of left arm pain and headache description: no causality has been found on x-ray; additional comments: dr. Ordered MRI of cervical spine 60 mos postop post-op visit: (B)(6) 2012; medication: yes; referred to specialist: yes; physical therapy: yes; injection: corticosteroid into carpel tunnel; other treatment: xray wrist left (B)(6) 2009, emg (B)(6) 2009 additional treatment: CT cervical spine neg. Given injection into left wrist with relief of pain, but continued numbness. Referred to hand surgeon for carpal tunnel eval description: xray of left wrist neg. Emg: residual c6 left nerve root neuropathy, normal left median nerve. Additional comments: pt not seen again for left thumb, index, middle finger numbness after (B)(6) 2009 dr. Visit. Numbness left fingers continue with same intensity. Thirty six mos postop post-op visit: (B)(6) 2009; ae onset date: (B)(6) 2009; ae description: neurological exam was performed by dr. And some changes noted when compared to the last (24 month) exam: return of lack of reflex (brachioradialis) in left and impaired sensory function of c7 (left) from light touch, c6 (left), c7 (left) from pin prink test other treatment: MRI was ordered 60 mos postop post-op visit: (B)(6) 2012; description: additional comments: neuro exam unchanged since visit at 36 mo.

Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-815 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.